Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, multiple infusion set site changes were performed to address the occlusion alarms and the occlusions continued. There was no reported adverse impact to the customer's blood glucose levels. Reportedly, the customer reverted to insulin pens for insulin therapy.